Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked norepinephrine during use. The following information was provided by the initial reporter, translated from french to english: "several cases of leakage at the plunger seal on syringes containing norepinephrine. Liquid from the solution to be injected has leaked along the piston of the syringe (leaking piston seal?). This problem has been observed on at least 3 syringes, the product present in the syringe being in each case noradrenaline. A syringe with this leakage problem and containing norepinephrine has been kept and can be returned for the pharmacy for expertise. The problem observed was already a few weeks old (on 26/08) and has not reoccurred since. In the cases observed, it required the syringes to be re-prepared and exposed the patient to a risk of loss of essential medication and of air entering the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-04. H6: investigation summary one used sample of lot 2004255 and one photo was received for evaluation by our quality engineer. Upon visual inspection, a leakage past the stopper ribs was observed. Further evaluations identified damage on the syringe barrel between the 30ml and 40ml markings. Using water and colorant, testing was performed and verified the solution leaked when the stopper was moved across the damaged point of the barrel. A device history review was performed for reported lot 2004255, and an incident was documented during the manufacturing process that could have contributed to this issue. During assembly, an incident was detected in the assembly machine related barrels jamming which resulted in them becoming damaged. Once detected, the mechanical team repaired the failure and impacted units were scrapped. Ten additional retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, it was determined the product reported was likely relate to the incident detected during manufacturing. A corrective action project CAPA 1433285 has been initiated to reduce products jamming within the manufacturing equipment, the reported lot was manufactured before these actions were implemented.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked norepinephrine during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "several cases of leakage at the plunger seal on syringes containing norepinephrine. Liquid from the solution to be injected has leaked along the piston of the syringe (leaking piston seal?). This problem has been observed on at least 3 syringes, the product present in the syringe being in each case noradrenaline. A syringe with this leakage problem and containing norepinephrine has been kept and can be returned for the pharmacy for expertise. The problem observed was already a few weeks old (on 26/08) and has not reoccurred since. In the cases observed, it required the syringes to be re-prepared and exposed the patient to a risk of loss of essential medication and of air entering the syringe."